Event description:
It was reported the patient experienced pain that was different pain from what they originally had the pump placed for. The patient had been noticing subtle changes like weakness in their legs, ¿dragging of the leg¿ and problems with their bladder. The patient experienced numbness in her toes and worsening lumbar pain. It was indicated ¿something has happened and I am in such severe pain.¿ the patient could not walk, stand, or lay. It was noted ¿something very serious happened friday morning two weeks ago, and I¿m just in severe pain, but a different pain than what that pump is treating.¿ the patient was ¿scraping in pain¿ and was afraid. The pain was in the lower spine, it was 24 hours and the patient hated ¿to go to bed at night.¿ the pain the patient previously had was intense, deep burn and was arachnoiditis. The patient had a bad back surgery and there was nerve damage. The pain had been going on for ten years. The pump had made a big difference. The patient walked with crutches and the assist of her husband due to the risk of falling because the pain is so severe. The patient had to ¿stay on his arm all of the time.¿ the morphine had been affecting their stomach and made them sick. The patient was sure that ¿something has changed inside there.¿ the patient was scheduled for an MRI on (B)(6) 2013. It was believed the hcp was looking to see if there were neurological reasons for her symptoms. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Event description:
It was further reported that the patient¿s morphine was changed from 5 milligrams per milliliter (mg/ml) to 10 mg/ml at her refill on (B)(6). The patient was still having some symptoms at that time and it was believed that adding bupivacaine to the pump would be beneficial. On (B)(6), bupivacaine was added. It was further clarified that the patient had been receiving morphine 5mg/ml, 3.89mg/day but now was receiving morphine 10mg/ml, 6.179 mg/day plus bupivicaine 5mg/ml, 3.0895 mg/day. The patient was last seen on (B)(6) 2013 and was doing well and was experiencing no symptoms. Reportedly, the patient just had the best week of their life in several months. The patient later noted that there were still concerns regarding the device and the patient has bi-monthly appointment dates. The patient reportedly had a magnetic resonance imaging scan at some point. The reason was not provided and there were no reported allegations at this time.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).